Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the pitch cable was broken at the proximal clevis hub. The cable segment stuck out at the instrument's wrist. No other damage or wear marks were observed on the clevis. The other cables at the wrist were undamaged. Failure analysis investigation also found that both bipolar pins at the instrument housing were slightly bent. The bipolar insert was still intact. The instrument passed electrical continuity testing. It was concluded that the bent damage was likely due to mishandling/misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however, the broken cable could likely cause or contribute to an adverse event, if the malfunction were to recur.

Event description:
It was reported that during the reprocessing of a da vinci maryland bipolar forceps instrument, a wire was sticking out at the knuckle and appeared to be broken. There was no report of fragments falling into a patient, and no patient harm, adverse outcome or injury was reported.